Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip was advanced to the mitral valve, and several grasping attempts were performed to capture the pre-existing flail and prolapsed leaflet, with no success in leaflet insertion and/or mr reduction. After three and a half hours, the valve became more degenerated, the prolapse and flail worsened, and mr worsened to grade 4+. The clip was not implanted and the device removed without issue. The patient was extubated and stable before leaving the operating room; however, the patient then went into heart failure and mitral valve replacement was performed, with a good outcome. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. The reported patient effects of mitral valve injury, heart failure and, worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated the reported leaflet grasping- clip not implanted issue appears to be related to patients challenging anatomy. The reported patient effect of tissue damage that resulted in worsening mr and heart failure appears to be related due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.